Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered and an alert had been generated for a pacing impedance measurement less than 200 ohms on this right ventricular (rv) lead. The patient was admitted to the hospital for further investigation due to a suspected fracture. Testing identified no capture in bipolar or unipolar configurations despite maximum device output. Additionally, noise was observed, and r-waves could not be measured. X-rays suggested the lead was likely fractured. A lead revision procedure was attempted; however, this system was implanted on the patient's left side and venous access could not be obtained. Therefore, this lead was surgically abandoned, and the associated device was explanted. A replacement system was implanted on the patient's right side. Increased threshold measurements were during implant of the replacement rv lead due to a perforation which required a pericardial drain. The device was programmed vvi 30ppm with high outputs and post operative evaluation the following day confirmed stable threshold, impedance and sensing measurements. The device was reprogrammed to vvi 60ppm with automatic capture. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered and an alert had been generated for a pacing impedance measurement less than 200 ohms on this right ventricular (rv) lead. The patient was admitted to the hospital for further investigation due to a suspected fracture. Testing identified no capture in bipolar or unipolar configurations despite maximum device output. Additionally, noise was observed, and r-waves could not be measured. X-rays suggested the lead was likely fractured. A lead revision procedure was attempted; however, this system was implanted on the patient's left side and venous access could not be obtained. Therefore, this lead was surgically abandoned, and the associated device was explanted. A replacement system was implanted on the patient's right side. No additional adverse patient effects were reported. This supplemental report is being submitted to revise the complaint description as some of the previously reported details were already submitted in a separate report.